Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. He012w4) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight loss, joint pain, abdominal cramps, genital bleeding, painful intercourse, hot flashes, mood disorder nos, rash, scoliosis, asthma and anemia. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy ¿ rash/skin condition"), fatigue ("fatigue") and psychological trauma ("psych injury"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, intermenstrual bleeding, dermatitis allergic, fatigue and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, intermenstrual bleeding, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, dyspareunia and metrorrhagia (bleeding b/w periods). Insertion details: no. Of coils: the device was in good position with 3 trailing coils on the left side. A similar fashion was used on the opposite side with 3 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test(s) (unspecified) bilateral occlusion. Batch no he012w4, production date 2017-03-16, expiration date 2020-03-28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. E012w4) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight loss, joint pain, abdominal cramps, genital bleeding, painful intercourse, hot flashes, mood disorder nos, rash, scoliosis, asthma and anemia. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), allergic rash ("allergy ¿ rash/skin condition"), allergic skin reaction ("allergy ¿ rash/skin condition"), psychological trauma ("psych injury") and fatigue ("fatigue"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, intermenstrual bleeding, allergic rash, allergic skin reaction, psychological trauma and fatigue outcome was unknown. The reporter considered abdominal pain, allergic rash, back pain, dysmenorrhoea, dyspareunia, fatigue, intermenstrual bleeding, pelvic pain, psychological trauma and allergic skin reaction to be related to essure. The reporter commented: patient received treatment for dysmennorhea, pelvic pain, abdominal pain, back pain, dyspareunia and metorhagia (bleeding b/w periods no. Of coils: the device was in good position with 3 trailing coils on the left side. A similar fashion was used on the opposite side with 3 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-apr-2021: the case becomes serious incident. Mr received. Reporter information , lot number, date explanted , other relevant history added. Product removal details and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.